Event description:
On 25 april 2025, senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.

Manufacturer narrative:
The user reported an event where the system showed results that are different from glucometer measurements. The customer was educated on system lag, early sensor behavior, and the importance of focusing on glucose trends rather than individual readings. The issue was initially resolved through explanation, but the case was escalated for further review. The support team identified system instability beginning on april 23, 2025, and recommended allowing the system time to stabilize while continuing calibrations.the user was advised to continue using the system, calibrating as requested.as per dms,user is currently using the system with up-to-date information.